Event description:
A non health care professional reported that during surgery, they have noticed that while loading the lens scratched. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received it states that while loading the lens scratched with forceps. So subsequently they had cut lens out and inserted new lens and there was no impact to the patient.

Manufacturer narrative:
Additional information has been provided in a.1.,a.2.,a.3.a.,b.3.,b.5.,d.5., d.9.,d.10.,h.3., h.6., and h.11. The lens was returned for evaluation. Solution is dried on the lens. The lens is cut in half, typical of insertion and removal from the eye. The lens was cleaned with klrp for further evaluation. A crack is observed on the optic portion on one half on the lens. A small crack is also observed near the edge of the optic. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of a qualified associated cartridge and viscoelastic. Per the information provided a company handpiece was used with the company cartridge. The company handpiece will not physically accommodate the company cartridge. This may have been reported in error. Cracks were observed on the optic. These could be interpreted as the reported scratch. All lenses are 100 percent inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company¿s release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. Information was provided that a facility representative reported the issue may have been scratched by the lens loading forceps while loading. The instructions for use (IFU) instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the viscosurgical device (ovd) filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues or damage. No further information has been provided at this time. File will be reopened when new information or the product is received. Company IFU: follow the section regarding directions for use for information on the maximum allowed time for the intraocular lens (iol) to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The manufacturer internal reference number is: (B)(4).